Manufacturer narrative:
The reported event could be confirmed during the investigation. A device inspection was not possible since the affected device was not returned. Post-operative x-ray images were received and the nail breakage after three months of implantation could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The delayed bone union, likely due to the complexity of the fracture, resulted in implant breakage three months after implantation. While the patient's post-operative behavior may have contributed to the implant failure, no conclusions can be drawn on this matter in the absence of patient records. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation if more information is provided, the case will be reassessed.

Event description:
As reported: "an osteosynthesis was performed on (B)(6) 2025 for a supracondylar fracture of the femur. The surgery itself was completed uneventfully, but on (B)(6) 2025, we received information that the nail was fracture. A revision surgery is scheduled to be performed."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "an osteosynthesis was performed on (B)(6) 2025 for a supracondylar fracture of the femur. The surgery itself was completed uneventfully, but on (B)(6) 2025, we received information that the nail was fracture. A revision surgery is scheduled to be performed."